Event description:
Reported one occurrence of false positive flu b results on one patient. The customer communicated the result was confimed negative by another rapid antigen assay.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone